Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a clip from a medium-large clip applier instrument was not properly applied to tissue and came off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the instrument was inspected prior to use and no visual defects were noticed. The problem occurred when the surgeon tried to clip unspecified tissue. The clip did not adhere to the tissue and came off immediately. It was explained that the clip did not close properly and fell inside the patient. The initial reporter indicated that three clip application attempts were made without success. It is unknown if the clip(s) were retrieved. With another instrument, there were no problems with the same tissue. The initial reporter was not sure what size the vessel or tissue bundle was during the incident. At least three clip applications were carried out without success. A new instrument was used, and the clipping process was successful with the new instrument. The reporter stated there were no photos or videos of this incident and the patient was not injured.

Manufacturer narrative:
The clips were removed during the procedure. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 0.42 mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage.

Event description:
Refer to h11 for follow-up information.